Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further follow up with the customer, it was confirmed that the scope was cleaned prior to sending the device in for repair. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely foreign material remained in the device because reprocessing could not be properly performed due to the leak from the scope cover and air/water channel. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue mentioned in b5 was confirmed. The following findings were also noted during device evaluation: labeling: peeling, brush passage: no pass instrument channel, scope leak check: leaks in suction-cover and air/water channel, charged coupled device might have third party repair, switch recommend, angulation: recommend, control knob movement: up down/right left recommended, distal endplastic cover: third party, objective lens: chipped, light guide lens: cracked 2 times, bending section cover glue: non-olympus, insertion tube: non-olympus, and light guide tube: buckle the investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a compromised image during procedure. Upon inspection and evaluation, foreign material on the biopsy port. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.